Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had changed her set last night and her blood glucose was about 400 mg/dl. Customer stated that she took 6 units via an insulin pen but she did not think the insulin was good since the pen was open for more than a few months. Customer stated that she took 6.6 units via the pump and her blood glucose began to go down. Customer stated that she went to bed. Customer woke up with blood glucose of 113 mg/dl. Customer stated that her blood glucose has been climbing throughout the day. Customer's most recent reading was 263 mg/dl. Customer treated with 2 units of insulin during the call. Customer stated that she does not have a back-up plan. Troubleshooting was performed and customer stated that the insulin did exit the tubing. Customer's settings and programming were reviewed. Customer stated that they were accurate. Customer stated that the pump passed the high pressure test. Customer was advised that the pump was working as designed.